Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+, a large coaptation gap, and tethered leaflets. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr was reduced to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult leaflet grasping and slda were due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.